Manufacturer narrative:
Patient weight: unknown, information not provided. Race/ethnicity: unknown, information not provided. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lens exchange of a zcu toric intraocular lens (iol) due to refractive surprise and residual cylinder. The procedure was completed successfully using a model zcu300 18.5 diopter lens. Additional information states there was post-op refractive error despite reliable pre-op biometry and intraoperative asymmetry, and blurred uncorrected visual acuity (ucva) because of residual refractive error. There was no delay in procedure. Visual acuity pre-op: 20/80, visual acuity post-op: 20/40. No further information provided.